Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to a hemorrhagic stroke. Prior to expiration the patient presented with altered mental status. Per neurology consult, the patient¿s eye is not opening, and pupils are nonreactive and has a dysconjugate gaze with corneals. The patient does not have dolls or noxious stimuli; however, is flaccid. Prognosis per neurology was grave. Given overall medical condition including ejection fracture of 13% not a candidate for any type of surgery or intervention. Comfort care measures were placed. The patient was on warfarin at time of stroke. Inr was 2.3. CT scan of the head was performed. The device was not explanted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.